Manufacturer narrative:
Concomitant medical products. Ps tibial inserts sz 4, 9mm (cat# 204-24-09 / (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately fourteen years post initial left tka, this (B)(6) female patient had a revision due to patella was loose. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received. The devices are not available for evaluation as they were discarded by hospital.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of aseptic (non-infected) loosening of the patella component after being implanted for nearly 14 years. However, the cause of the loosening cannot be determined because the component was not returned for evaluation. The most probable root cause associated with the reported event of "loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. (H3 the revision reported was likely the result of aseptic (non-infected) loosening of the patella component after being implanted for nearly 14 years, which damaged the bond of the implant to the bone and may have contributed to the articular surface wear observed. The most probable root cause associated with the reported event of ¿loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.